Event description:
It was reported that the patient had presented to the operating room for a scheduled routine pulse generator changeout procedure. During the procedure, the pulse generator could not be interrogated and exhibited no output. The patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.